Manufacturer narrative:
The device has been returned and evaluated by product analysis on 23-sep-2019 with the following findings: during investigation, the pump powered on with a dim and discolored display. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.